Manufacturer narrative:
The following devices were also listed in this report: device name size 5 accolade ii 127 deg; cat#6721-0535; lot# 18350151a. Device name delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 18296754. Device name tridentii tritanium cluster58f; cat# 702-04-58f; lot# 22392951a. Device name 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot#gnfa2. Device name 6.5mm low profile hex screw 15mm; cat# 7030-6515; lot# fmxa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with symptoms of an acute infection of the left hip following a mako-tha on (B)(6) 2024. Surgeon opted to do an extensive I&d of the left hip and swap out the x3 insert and biolox head. No complaints have been filed against the components themselves; all other components were left in-situ. No further information is available.